Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had infusion sets that were part of the recall. She was nearly out of infusion sets and would have to revert to back-up plan. The customer also reported that they were hospitalized on (B)(6)2017 at around 10 am due to low blood glucose. Their blood glucose went down to 38 mg/dl. Their face was numb and they were drooling. They were wearing the insulin pump at the time of the hospitalization. They treated the low blood glucose with glucose and tablets. The insulin pump will not be returned for analysis.